Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that there was a leak at the junction of the spike and the tubing.

Manufacturer narrative:
Evaluation summary the device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and quality documentation. One used sample was received at the manufacturing plant for evaluation. Visual and functional inspection was performed, and no leaking was detected in the junction of the cross spike and tubing line. The reported failure mode will be treated as not confirmed. No root cause could be found related to manufacturing/production process because the sample showed no failure. This complaint will be closed with no further action and will be used for tracking and trending purposes.